Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer complained of a low result for 1 patient tested for elecsys probnp ii immunoassay (probnp ii) run on a cobas e 411 immunoassay analyzer. The initial probnp ii result was 11.09 pg/ml. The sample was repeated twice with probnp ii results of 6429 pg/ml and 6669 pg/ml. The initial result was not reported outside of the laboratory. There was no allegation of an adverse event. The probnp ii reagent lot was 227748. The expiration date was not provided. Calibration and qc showed no indication of an issue. A general instrument or reagent issue can most likely be excluded. Further investigation showed that the centrifugation time was too short along with too low of a speed. This could have been a possible root cause. The customer stated that there was no visible fibrin or clots. No clear root cause could be identified.